Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the operating room department at the general campus is experiencing drifting in spo2 during a case with no explanation or justification. Ge multiparameter monitor with masimo installed on (B)(6) 2015. Proactive response is to replace 8 of 17 rooms with new cable and sensors and follow up if issues continue. No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated and found to be functioning as designed. No product performance issues were identified, based on the investigation above, the customer complaint could not be duplicated.